Event description:
It was reported that 2 days post right internal carotid artery stent implantation, the pt experienced a myocardial infarction with troponin elevation at 0.15. Medications were administered and hospitalization was prolonged. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the stent remains in the pt. Myocardial infarction may occur during this type of procedure and as listed in the instructions for use is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. A definitive cause for the reported pt adverse effect and the relationship to the product, if any, could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.